Event description:
User facility reported that the full day's dose was delivered in 13 hours. The medication being delivered was morphine. No adverse effects to pt were reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.